Event description:
It was reported that the patient had a successful trial, with good pain relief, and was given a permanent implant. The patient complained of a loss in therapeutic effect after she was told by her health care provider (hcp) that the device was not effective for treating fibromyalgia. The patient then asked her other hcp to remove the entire system. There were no patient symptoms or injuries.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3550-39, lot# n328885, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type accessory. (B)(4).